Event description:
It was reported to ge that the system generated fluoro without command, as well as tilted the table without command. The generator and electronics cabinet has a large amount of condensation that caused intermittent shorts. The facility air conditioning system had malfunctioned. System specs require that the system not be operated in an evironment where there is condensing humidity. System has been dried out, tested and returned to customer use. No one was unjured as a result of these events.